Manufacturer narrative:
Continuation of d10: product ID hh9020tdd serial# (B)(6): product type product ID tm90t0 lot# serial# (B)(6): product type accessory product ID a820 serial# unknown: product type software h3. Analysis of the ptm handset found that it would not do telemetry as it was unable to connect to the test communicator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6), product ID tm90t0 lot# serial# (B)(6), product type accessory, product ID a820, lot# serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that "every time" the patient tried try to get a bolus, the handset starts to do the" little circle thing" and then it goes to 90% for almost 2. 5 minutes" and then they have to press the button again to get connected. The patient also mentioned in the past week receiving service code 338 and 156 "a couple times." Patient service specialist reviewed general use of handset and how to close out of the myptm application and restart the handset. Agent also had patient toggle airplane mode on and off. The patient was then able to get connected in a shorter amount of time and see their lockout time but did see service code 338. Agent had patient then close out of the application. It was also reported that they use 10 boluses per day, 2 every 2 hours. The issue was resolved through troubleshooting. Patient would continue to monitor and call back if issues persists. Additional information was received from a consumer and it was reported the same events were occurring and seeing code 156 and taking 51 minutes to get a bolus. The patient wondered whether there had been any updates to fix this. Agent reviewed if the patient closed all the apps and restarting every so often as well as toggling off and on the airplane mode. Agent reviewed to check settings. Agent sent request to repair for samsung handset. The patient also reported she had to charge the communicators sometimes twice per day. Agent reviewed if using constantly can drain the battery. This had been going all along as she had to give herself almost 8 boluses per day. Agent reviewed to monitor and call back if the issues continue. Additional information was received from the patient reporting that the cause of having to charge the communicator twice a day and the 156 code were not determined. The issues resolved at the time of this report and patient had since sent in device. The patient's ptm app software was unknown.